Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Tip of ratcheting screwdriver bit broke off.

Manufacturer narrative:
The reported event that could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: the visual inspection of the returned device exhibits extensive usage as the device looks dull. The distal end or the tip of the device is broken. The breakage pattern is transverse in nature indication non-axial application of mechanical force. The fragmented part of the device was not available for inspection. Additionally, corrosive mark is visible near the tip suggesting presence if crack. Moreover, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. Most likely, the device malfunctioned due to abnormal usage. The screwdriver was subjected to repeated torsional stresses during operation, followed by the sudden application of high-impact, non-axial loading, which ultimately resulted in the fracture observed in the complaint. If any further information is provided, the complaint report will be updated.

Event description:
Tip of ratcheting screwdriver bit broke off.